Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): helix disengaged from helical channel; full lead returned and analyzed.

Event description:
It was reported that prior to implant attempt, the physician tested the helix and it would not advance or retract. Upon the third attempt, the helix jumped out. A new lead was implanted. No patient complications have been reported as a result of this event.